Manufacturer narrative:
During preparation of the orbit galaxy (640cf3509/15782739) when visually inspecting the embolic coil outside of the patient, it got stuck into the coil introducer and no portion of the embolic coil was exposed out of the distal tip of the introducer tube. While pulling and pushing the coil several times within the coil introducer, the coil was somehow damaged. The report did not indicate how and where on the coil the damage located and no further information regarding the type of damage is available. Use of the orbit galaxy was stopped and a new product (640cf3509, lot unknown) was used instead. Afterwards, the procedure was successfully completed with no further issues. The device was not clinically used in the patient. The procedure was coil embolization of inferior mesenteric artery in a 58 year old male prior to endovascular abdominal aortic aneurysm repair that was mildly calcified and heavily tortuous. The product was new and was stored per labeling instructions. The product is unavailable for evaluation. No additional information is available. Without the return of the device for analysis, no conclusion can be made regarding the reported difficulty advancing the coil out of the introducer the damage to the coil or the sequence of events. A review of the manufacturing documentation associated lot 15782739 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The event happened during the preparation. When the physician was visually inspecting the embolic coil of the orbit galaxy (640cf3509/15782739) outside the patient, it got stuck into the coil introducer and no portion of the embolic coil was exposed out of the distal tip of the introducer tube. While he was pulling and pushing the coil several times within the coil introducer, the coil was somehow damaged. The report did not indicate how, what type, and where on the coil the damage was located. Then he stopped the use of the orbit galaxy and a new product (640cf3509, lot unknown) was used instead. Afterwards, the procedure was successfully completed with no further issues. The complaint product was not clinically used in the patient. The complaint product was new and was stored per labeling instructions. The complaint product is unavailable for evaluation. No additional information is available. The procedure was coil embolisation of inferior mesenteric artery prior to endovascular abdominal aortic aneurysm repair that was mildly calcified and heavily tortuous.